Event description:
The customer reported that the nurse performed a shock test while the device was attached to the patient via pads. There was no impact to the involved patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.